Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02123 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy with stent procedure in the right main stem bronchus, performed on (B)(6), 2010. According to the complainant, as they tried to begin deployment of the stent, the suture thread became stuck, would not unravel any further, and then broke. The stent completely failed to deploy. There was bowing of the delivery system noted during the attempted deployment. The physician attempted to deploy a second ultralflex stent, but again, the suture thread would not unravel, broke and the stent failed to deploy. A pulmonary jagwire was used for both of these procedures, and was left in place during the attempted deployment. The patient's anatomy in the location of the stricture was reported as partially occluded, but the stent and guidewire easily passed to the intended site of stent placement. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02123 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy with stent procedure in the right main stem bronchus, performed on (B)(6), 2010. According to the complainant, as they tried to begin deployment of the stent, the suture thread became stuck, would not unravel any further, and then broke. The stent completely failed to deploy. There was bowing of the delivery system noted during the attempted deployment. The physician attempted to deploy a second ultralflex stent, but again, the suture thread would not unravel, broke and the stent failed to deploy. A pulmonary jagwire was used for both of these procedures, and was left in place during the attempted deployment. The patient's anatomy in the location of the stricture was reported as partially occluded, but the stent and guidewire easily passed to the intended site of stent placement. The procedure was completed with another ultraflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Since the previous medwatch report was filed, this event pertains to the following field action: field action # 968126-05/17/10-001-r.